Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes - 20 mg/dl and 125 mg/dl, within 10 minutes - 23 mg/dl, 14 mg/dl, 22 mg/dl, and 98 mg/dl, and within 10 minutes - 22 mg/dl and 130 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.